Manufacturer narrative:
Results: the jet7 had multiple kinks approximately 13.0 ¿ 23.0 and 122.0 ¿ 123.0 cm from the hub. Offset coil winds were observed near its distal tip approximately 129.0 cm from the hub. Conclusions: evaluation of the returned jet7 confirmed kinks on its distal shaft and revealed offset coil winds on the distal shaft. If the jet7 is forcefully advanced against resistance, damage such as this may occur. The resistance was likely contributed by the reported tortuous patient¿s anatomy. During functional testing, the jet7 was able to advance through a demonstration neuron max without an issue. A test mandrel was unable to advance through the jet7 due to the proximal kinks. These proximal kinks were likely incidental to the complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), a velocity delivery microcatheter (velocity) and a penumbra system 3d revascularization device (psr3d). It was noted that the patient anatomy was tortuous. During the procedure, the physician experienced difficulty advancing the jet7. The physician was able to advance the velocity and a psr3d further into patient anatomy. The psr3d was then used as an anchor to bring up the jet7. One pass was completed using the jet7, velocity and psr3d. Upon removal of the jet7, it was noticed that the distal end was kinked. The procedure ended at this point and thrombolysis in cerebral infarction (tici) grade 3 recanalization was achieved. There was no report of an adverse effect to the patient.